Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided, therefore, the device history records were not reviewed. The device was returned. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that one year post insertion the catheter allegedly broke externally near the outer connection area. The device was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review could not be performed as the lot number was not provided. Investigation summary: one 2.7 fr s/l broviac catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for a catheter break, specifically, a complete break in the protective sleeve, as gross visual observation showed the protective sleeve broken off near the distal end of the clamping sleeve. Approximately 12 mm of the inner catheter was exposed without any breaks observed and functional testing revealed no leaks in the inner catheter. Microscopic evaluation revealed a break profile pattern and break surface characteristics that are consistent with catheter tearing. Further tactile testing revealed a change in the material properties of both ends of break, as the ends break stretched more easily when subjected to a longitudinal tensile force, which is consistent with a break caused by tensile forces. The definitive root cause could not be determined based upon available information. While observations from the sample evaluation are consistent with catheter tearing, it is unknown if patient and/or procedural issues contributed to the complete break in the protective sleeve. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications) showed that the product labeling is adequate.

Event description:
It was reported that one year post insertion the catheter allegedly broke externally near the outer connection area. The device was removed. There was no reported patient injury.